Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 12.1 mm vticmo12.1 implantable collamer lens of -8.5/2.5/110 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2024. The patient experienced low vault. On (B)(6) 2024 the lens was exchanged for a longer length lens of different axis. This exchange resolved the problem. Cause of event was unknown.